Event description:
The customer reported to olympus that the device was had an image problem. The reported problem was found during a laparoscopic surgery procedure. There was no harm or user injury reported due to the event. When the device was returned to service, evaluation found a b30 error. This report is being submitted to capture the b30 found during device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service discovered the b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to temporary contact failure of image sensor unit, video connector, video system center or some defects on peripheral equipment. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "if video connector is connected/disconnected to video system center while the power of the system is on, image sensor may be damaged. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope." Olympus will continue to monitor the field performance of this device.